Event description:
It was reported to resmed that an astral device touchscreen display will not turn on. This resulted in an alarm notifying the user of the error message. There was no patient injury reported as a result of this incident. Reference MFR # 3004604967-2015-00140.